Manufacturer narrative:
Unit received motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, basic occlusion, occlusion, prime and excessive no delivery test due to constant motor error alarm. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 435 mg/dl at the time of the incident. The customer treated with syringes and declined troubleshooting for the high blood glucose reading. The drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.